Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured. The device was removed and tested outside the body when a pinhole was noted. The procedure was completed with another of the same device and no patient complications were reported.